Event description:
Reporter alleged customer had discrepant blood glucose values of 513 mg/dl compared to a result of 233 mg/dl compared to a result of 233 mg/dl on the advantage system when testing was performed 2 mins apart. Reporter stated customer obtained the results from the system memory. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.